Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic esophagus resection. The stapling devices were being used for stapling the duodenum. There was poor staple formation. The stapler pushed the tissue in front of the knife causing excess tissue damage. The staple line was incomplete at the proximal end. There was unanticipated tissue loss as a result of this problem. In order to correct the excess tissue damage and incomplete staple line, the procedure was converted to open, the damaged tissue was cut away and created a new anastomosis. The anastomosis needed to be remade. The incision was extended by more than one inch. The surgical time was extended by more than thirty minutes. Patient status at time of this report : healthy.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the firing knobs were retracted and the articulation lever was in neutral position. The instrument was loaded with a pmv representative egia60amt reload and applied to test media. All staples were placed and the test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. No enhancements or improvements were generated for the reported condition. The file will be closed as tested satisfactorily. Should new information become available, the file will be re-opened and the inves tigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.